Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2013, the 5076-52 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced with two epicardial leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.